Event description:
During the implantation procedure, there were elevated lv threshold readings. Therefore, the ICD was not implanted.

Event description:
During the implantation procedure, there were elevated lv threshold readings. Therefore, the ICD was not implanted.

Manufacturer narrative:
(B) (4). Elevated lv threshold readings. The analysis on this device is pending. (B) (4)

Manufacturer narrative:
(Other): elevated lv threshold readings. The analysis on this device is pending.